Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The device is leaking from the worn block assembly confirming the customer complaint. Wear and tear damage caused the reported issue. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.

Manufacturer narrative:
UDI number is unknown. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.